Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0: serial (B)(4) / model #: con305898 / catalog #: 1420 / expiration date: 2018-05-31 / (B)(4). Device available for evaluation?: no. Mfg date: 2017-05-31. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a hospice patient was found unresponsive, cold and with rigor mortis by the patient¿s daughter. When found, the patient¿s batteries were disconnected from the controller and the batteries were in the patient¿s hands. The pump was also noted to be off when the patient was found.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The controller was returned for evaluation. Failure analysis of returned controller revealed that the device passed functional testing. The reported event of "no alarm sound" could not be confirmed during functional testing of the controller, which revealed that the "no power" alarm was able to be activated and functioning upon the disconnection of both power sources from the controller. Visual inspection of the controller under 10x magnification revealed a hairline cracks surrounding power port 2. An internal visual inspection did not reveal fluid ingress. The hairline crack is not related to the reported event. An internal investigation has been opened to evaluate hairline cracks on the power ports of controller 2.0 and implement corrective actions as required. Based on this investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The reported event of "both batteries disconnected" was confirmed via log file analysis. Log file analysis revealed that the controller is a controller 2.0, which has a feature that captures the date and time of controller power downs. One controller power down event was logged on (B)(6) 2018 at 01:42:38. The data point prior to the controller power down, at 01:40:33, revealed that (B)(4) was connected to power port 1 with 24% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 24% rsoc. No alarms have been logged in the last fourteen days of available data. Furthermore, review of the log files revealed that no alarms were muted during the time frame which the controller lost power. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the losses of power may be attributed to disconnection of both the power sources from the controller. An internal investigation has been opened to evaluate controller power loss and implement corrective actions as required. Additional products: controller 2.0, (B)(4), expiration date: 2018-05-31 UDI#: (B)(4), return date: 2018-05-30, mfg date: 2017-05-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: controller 2.0, con305898, device available for evaluation: yes, return date: 05/30/2018, device evaluated by manufacturer: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the site believed that the patient had intentionally disconnected the power sources. In addition, the patient¿s family member reported that they had been asleep in a different room at the time of the event and did not hear the controller alarms.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation; while the controller was returned. Failure analysis of returned the controller revealed that the device passed visual examination and functional testing. The reported event of "no alarm sound" could not be confirmed during functional testing of the controller. This testing revealed that the "no power" alarm was activated and functioning upon the disconnection of both power sources from the controller. The reported event of "both batteries disconnected" was confirmed via log file analysis. Log file analysis revealed that the controller is a controller 2.0, which has a feature that captures the date and time of controller power downs. One controller power down event was logged on (B)(6) 2018 at 01:42:38. The data point prior to the controller power down, at 01:40:33, revealed that (B)(4) was connected to power port 1 with 24% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 24% rsoc. No alarms have been logged in the last fourteen days of available data. Furthermore, review of the log files revealed that no alarms were muted during the time frame during which the controller had lost power. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the losses of power may be attributed to disconnection of both the power sources from the controller. An internal investigation has been opened to evaluate events involved in controller power loss and implement corrective actions as required. Additional products: controller 2.0 / (B)(4) model #: 1420 / catalog #: 1420(B)(4). If information is provided in the future, a supplemental report will be issued.